Event description:
A customer in the united states reported the occurrence of no growth (result (B)(6)) for (B)(6) cap survey organism in association with the chromid&#59405;(B)(6) agar. The result was expected to be (B)(6). The customer did not perform any other test methods for the cap strain. In addition, the customer did not keep the strain; therefore, it is not available for submittal to biomerieux for internal testing. There is no indication or report from the hospital or treating physician to biomerieux that the occurrence led to any adverse event related to any patient's state of health. There was no patient directly associated with the cap survey sample. Culture submittal is not available from the customer. Biomerieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states reported the occurrence of no growth (result negative) for staphylococcus aureus cap survey organism in association with the chromid® (B)(6) agar. An internal biomérieux investigation was performed. This investigation was initiated further to the detection of false negative (B)(6) on the chromid® (B)(6) us, ref 43841. After 24h of incubation, three customers observed no growth for several cap surveys whereas the result was expected positive. - first customer's claim involved sample cap mrs5-b 2016: number mrs-06 and ms-09 on batch number 1004772440. - second customer's claim involved sample cap mrs5-b 2016 : number mrs-07 and ms-09. The incriminated batch number was not known. The customer also had a claim involving sample cap mrs5-c 2016: mrs-14 on batch number 1005039440. - third customer's claim involved samples cap mrs5-b 2016 and cap mrs5-c 2016. The number of samples and the number of incriminated batches was not known. This investigation consisted of a review of the batch records and the number of complaints registered for the batches 1004772440 and 1005039440. A sample of cap mrs5-c 2016 : mrs-14 was returned by the second customer. However, storage and shipping conditions were not conforming and had potentially contaminated the sample. Therefore, it was not possible to correctly analyze this sample. Analysis was not performed on the biomérieux retained reference samples because at the time of the registration of complaints, the batches were already expired. On 2017/01/31, no other complaints had been registered on batches 1004772440 and 1005039440. The review of the batch records indicated : - no discrepancies were detected during the manufacturing - results of quality control laboratory were in accordance with specifications as indicated in the quality certificates. Without return of customer samples, it was not possible to continue the investigation.